Event description:
Additional information was received from the patient on 2019-jan-07. The patient indicated that it had a hard shut down. When connection was restored, the device was at 60% and their remote was at 100%. The screen number 74 was maybe seen. They are not sure what they determined exactly what happened. On 2018-dec-17 they met with a manufacture representative (rep) who reset the device per technical services on the phone. No further complications were reported/are anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep performed a disable and re-enable of the device. It resolved the issue and the patient is able to charge normally. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. The patient was experiencing the no device found screen when they tried to recharge. They have not charged since right before their MRI a couple of weeks prior to the report. They tried everything like removing the battery pack and repositioning but it wasn¿t resolved. During the report they attempted communication, started a recharge session, and optimized the recharger antenna position on the alert screen 50. However, they were unable to establish recharging. The patient was going through the passive mode recharge process and if that doesn¿t resolve the issue they would contact their manufacture representative (rep). The patient noted that it has always been temperamental to recharge since being implanted. They had difficulty the day of implant. The patient noted that they read their manual. However, patient services recommends that their rep educate them about this. The patient called back indicating that they went through the passive mode 3 times but it has been unsuccessful. They called their rep and are going to meet with them on (B)(6) 2018. The patient was going to continue to try and reset the device over the weekend. There were no patient symptoms reported and no complications reported.